Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received in good condition with a scratched screen. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, could not be downloaded. Attempts to power the device up was unsuccessful. Connecting device to directly to ac power did not power it up. The circuit board was replaced.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device would not power on. There was no patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-06770. The report was submitted in error.